Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04287. It was reported that balloon rupture occurred. The target lesion was located in a vein. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient. Another 16-4/5.8/75 xxl¿ esophageal balloon catheter was also advanced for dilation but still, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.